Event description:
CT injector was connected to the IV tubing. As the contrast was injected, the IV tubing broke and the contrast and blood came out. The injection was stopped and the tubing was taken off. No harm to the patient.